Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. The issue was not confirmed. The pump was found to be displaying "1720" error code message on power up when batteries were inserted. It is recommended that the back up capacitor be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, error 1720 was noted. No patient was involved in this event. No adverse effects were reported.